Event description:
It was reported that a small volume folfusor had overinfused. This occurred during patient infusion and the device was filled with fluorouracil and a nacl solution. The reporter stated that the device emptied in 24 hours, instead of the intended 48 hours. There was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number 13a005 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of the evaluation or should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation; however, the evaluation is not yet completed. Visual inspection found no abnormalities in the device that could have caused the reported overinfusion event. A functional flow rate test determined that the flow rate of the device was within specifications. The initial evaluation could not confirm the reported event. Upon completion of the evaluation or should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the initial evaluation could not confirm the reported event; therefore, the root cause could not be identified.